Event description:
It was reported the device had maxed out the number of lifetime asystole events and that the device data was cleared, and then when interrogated again approximately 12 months later that no additional episodes had been collected and the previous episodes were not able to be reviewed. It was thought odd that no additional episodes had been collected. Also, in clinic it was possible to duplicate noise but no episodes were collected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).